Manufacturer narrative:
Findings: pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify number 5 flashing anomaly due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 42mg/dl at the time of the incident. The customer stated she treated her low blood glucose level with juice and dinner. The customer declined to provide her weight. The customer stated she had her insulin pump paused because her blood glucose level dropped and she tried to put it back on and the screen went blank and when she changed the battery it gave her a flashing number 5 and then nothing on the screen. The customer stated there could be moisture damage due to sweat. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. . The insulin pump will be returned for analysis.